Manufacturer narrative:
H6: added code g0301204 to the component code section. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary" optical sensor issue: the pump was not returned for investigation. Data logs show that the placement signal drifted to -50 for about one hour before it lost to 3000 on 8-august (18th day of pump use), without significantly impacting the 5s optical signal parameters. There was an active psnr alarm, and the placement signal was not recovered during the rest of the case run. The cause of the optical sensor issue was determined to be sensor wear, based on data log review. Device history review: the pump passed all post sterile inspection checks.

Event description:
The complainant reported that they encountered a placement signal not reliable alarm. The alarm was encountered when pump flows were at p4. The nurse was walked through how to disable the audio and a plan was made to conduct an echocardiogram. No further details regarding the issue were mentioned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Section d catalog number was corrected. Optical sensor issue: the cause of the optical sensor issue was determined to be sensor wear, based on data log review. H6 type of investigation and investigation conclusion codes were updated.